Event description:
Healthcare professional reported during injection to the malar with juvederm voluma with lidocaine physician was cleaning the treated area and noted "small lumps of the crystallized product (from the cannula inlet port and/or the cannula itself)." An unspecified amount of time later patient developed "small nodules near the lower eyelid that improved with massage." Additionally, there is swelling in the area lasting "longer than expected".

Manufacturer narrative:
Device analysis: 1.0ml syringe full of gel was received in a complete closed juvéderm® voluma¿ with lidocaine tray. No defect was observed to the syringe.

Event description:
Healthcare professional reported during injection to the malar with juvéderm® voluma¿ with lidocaine physician was cleaning the treated area and noted "small lumps of the crystallized product (from the cannula inlet port and / or the cannula itself)." An unspecified amount of time later patient developed "small nodules near the lower eyelid that improved with massage." Additionally, there is swelling in the area lasting "longer than expected."

Manufacturer narrative:
UDI: na. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.